Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was returned for analysis. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No anomalies were seen.

Event description:
It was reported the patient presented in the hospital. It was observed the patient's implantable cardioverter defibrillator was eroding through the device pocket. The device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.